Event description:
It was reported that there was a lead warning for undefined impedance on the left ventricular (lv) lead. Also, the threshold was high and there was no capture. The r-wave was small and the analyzer was not able to find it. The lv lead pacing was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 8042u implantable pulse generator, (B)(6) 2006; 5554-53 implantable pacing lead, (B)(6) 2003. (B)(4).